Event description:
It was reported that a portion of an ips plate over a graft junction fractured three months after implant due to loss of osseointegration at the junction. It was removed and the rest of the plate remains implanted.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.